Event description:
It was reported that the pt had suffered an acute myocardial infarction at home. Upon successful completion of a ptca procedure, slight resistance was noted during catheter removal. The physician inflated & deflated the catheter in an attempt to assist with removal. When the device was withdrawn it was noted that a small portion of the catheter was missing. Attempts to snare were unsuccessful. The physician recommended surgery for removal of the fragment; however, the pt refused. The pt subsequently died that same day.